Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left bundle branch area (lbba) lead was positioned in the right ventricle (rv) with a normal capture threshold. Upon retesting the lbba lead capture threshold five minutes later, the threshold was noted to have increased, although pacing impedance and sensing remained stable. The lbba lead was not used and replaced. The patient remained in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.